Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to abnormal impedance measurements and no pacing capture. It was noted the physician observed a potential lead insulation issue. Another rv lead was successfully implanted. There were no adverse patient effects reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted a large cut in the outer insulation of the lead approximately 160mm from the terminal pin, likely due to induced damage during the implant procedure. There were also cuts noted in the suture sleeve, also likely due to implant damage. Therefore, the reported clinical observation of lead insulation damage was likely sustained during normal use of the product.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to abnormal impedance measurements and no pacing capture. It was noted the physician observed a potential lead insulation issue. Another rv lead was successfully implanted. There were no adverse patient effects reported.